Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis revealed abrasions on outer insulation and insulation on one of the sensing cables under the proximal end of the rv coil. The metal wires of the sensing cable were exposed at the same area; this would cause the reported noise when in contact with the rv coil.

Event description:
It was reported that the patient received inappropriate shocks due to noise on the lead. The lead was explanted.